Event description:
It was reported that ventilator did not detect expiratory cassette. There was no patient harm. Manufacturer's ref: (B)(4).

Manufacturer narrative:
According to technician statement, pressure transducer printed circuit board was pointed as defective and replaced to solve the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. In created support case replacement of pressure transducer printed circuit board was recommended as it is connected to expiratory channel printed circuit board. Expiratory channel printed circuit board contains holders and electrical connectors for pressure transducer printed circuit board(s). Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Device's logs and provided video confirm occurrence of expiratory flow error. Faulty part was not provided for further analysis, despite request. Cause of the issue has been determined as related to pressure transducer printed circuit board. The UDI information is not available since the device was manufactured before 2015. Event site name: h.univ.insular de gran canaria event site city: las palmas de gran canaria